Event description:
It was reported during the implant procedure of this pacemaker system, a right ventricular (rv) lead perforation was confirmed resulting in a pericardial effusion with 600 ml of fluid drawn off. During the procedure, blood pressure was not able to be monitored and the patient required intubation and cardiopulmonary resuscitation. Due to the patient's condition, the physician opted to remove the entire system and the patient was admitted to the intensive care unit with a temporary pacemaker. No additional adverse patient effects were reported. This product has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported during the implant procedure of this pacemaker system, a right ventricular (rv) lead perforation was confirmed resulting in a pericardial effusion with 600 ml of fluid drawn off. During the procedure, blood pressure was not able to be monitored and the patient required intubation and cardiopulmonary resuscitation. Due to the patient's condition, the physician opted to remove the entire system and the patient was admitted to the intensive care unit with a temporary pacemaker. No additional adverse patient effects were reported. This product has been received for analysis.

Event description:
It was reported during the implant procedure of this pacemaker system, a right ventricular (rv) lead perforation was confirmed resulting in a pericardial effusion with 600 ml of fluid drawn off. During the procedure, blood pressure was not able to be monitored and the patient required intubation and cardiopulmonary resuscitation. Due to the patient's condition, the physician opted to remove the entire system and the patient was admitted to the intensive care unit with a temporary pacemaker. No additional adverse patient effects were reported.